Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal came out and had a lot of bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal came out and had a lot of bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Correct section: h-10 investigation updated sections: g4,g7,h2,h10 internal complaint number: (B)(4). Corrected investigation: a photographic inspection was conducted. A photo of the product information with the lot number and the delivery device inside the loading device with blood covering both devices, the aortic cutter inside the plastic tray. The device was returned to the factory with the cutter on (B)(6) 2020 for evaluation and investigated on (B)(6) 2020. A visual inspection was conducted. The safety lock on the cutter was engaged and the actuation button was partially depressed inside the tool with the cutter and spiral needle not fully deployed. The delivery device was returned outside of the loading device. Signs of clinical use and heavy amounts of blood was observed on the loading device, delivery device, and seal. The blue slide lock was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly remained inside the delivery device with the seal hanging outside the delivery tube indicating that the deployment was successful. The seal was extended outside the tube and did not appear to be folded. The seal was inspected. The seal doesn't appear to have any cracks/delamination. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed. Based on the returned condition of the device, there were no abnormalities found with the seal. It was also found that the seal was deployed into the aorta in the correct orientation. Therefore, the failure "leak" could not be confirmed.

Manufacturer narrative:
Correction: device codes changed from "fitting problem" to "failure to unfold or unwrap" internal complaint number: (B)(4). The device was returned to the factory with the cutter on (B)(6)2020 for evaluation and investigated on (B)(6)2020 . A visual inspection was conducted. The safety lock on the cutter was engaged and the actuation button was partially depressed inside the tool with the cutter and spiral needle not fully deployed. The delivery device was returned outside of the loading device. The safety lock on the cutter was engaged and the actuation button was not depressed inside the tool with the cutter and spiral needle not deployed. Signs of clinical use and heavy amounts of blood was observed on the loading device, delivery device, and seal. The blue slide lock was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly remained inside the delivery device with the seal hanging outside the delivery tube indicating that the deployment was successful. The seal was extended outside the tube and did not appear to be folded. The seal was inspected. The seal doesn't appear to have any cracks/delamination. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed. Based on the returned condition of the device, there were no abnormalities found with the seal. It was also found that the seal was deployed into the aorta in the correct orientation. Therefore, the failure "leak" could not be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal came out and had a lot of bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.